Manufacturer narrative:
On 28-apr-2020, mentor received additional information regarding patient and event details. Patient is a caucasian female who underwent a breast augmentation primary and experienced bilateral purulent drainage from incisions. Date of adverse event was (B)(6) 2020; patient was assessed by a physician. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with 325cc textured mentor memorygel breast implants and experienced postoperative infection. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.